Manufacturer narrative:
Internal file number - (B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calified left anterior descending artery that did not have any tortuosity. A 2.5 x 12 mm nc trek was used but the proximal shaft separated outside the anatomy. The separated component was simply withdrawn. There was no resistance when advancing the device inside the anatomy. Another unspecified 2.5 x 12mm balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.